Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10 (information regarding the user's reprocessing methods was inadvertently omitted from the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of the biopsy channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was conducted according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. There was no delay to the start of pre-cleaning, which was properly implemented. During the precleaning process, the customer supplied air and water through the channel. There were no issues with the accessories used for reprocessing. The channel outlet was wiped/brushed with a gauze, brush, or sponge. The channel was also brushed. It was noted that the syringe tip broke and could be related to the foreign material. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿inspection of the instrument channel] 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to clogging of the channel tube, the forceps could not be inserted, residual liquid or foreign material came out of the channel-tube, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of u/d knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had white-clouded area, electrical (el)-connector had discoloration due to water leakage, the paint on the suction cylinder was peeled, the image guide (ig) protector and the protector of the universal cord on the standard (s)-connector side had a scratch, the adhesives around the objective lens had white-clouded area, the adhesive around the light guide (lg) lens was peeled, the adhesives around the lg lens had white-clouded area, the connecting tube had a scratch and dent, and the connecting tube was buckling. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, forceps could not be inserted with the evis lucera gastrointestinal videoscope. Upon inspection of the customer¿s returned device it was observed, foreign material was noted coming out of the forceps channel. The customer has confirmed that the scope was not used for any procedure with the foreign material attached to it. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.